Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had calibration errors and a change sensor alert. Customer's blood glucose level was 324 mg/dl. Customer declined troubleshooting for high blood glucose levels. Customer was advised to remove and change out the sensor. Customer will be sent a replacement sensor. Customer stated that the sensor glucose reading keeps dropping and eventually goes into threshold suspend. Customer's blood glucose level was 150 mg/dl and the sensor glucose was below 60 mg/dl. Customer turns the sensor feature on and off and sometimes gets a calibration error. Customer stated that she now has a sensor that has been working fine. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors showed 1 of the 2 sensors failed for no isig readings detected, the remaining sensor passed per specifications with accurate readings.